Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test to place a foley catheter for urinary drainage and temperature management in the central surgical department, sterilized water could only be collected partially and had difficulty in draining water.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Received (4) photo samples. The image provides an overall view of the catheter. The catheter balloon appears asymmetrical when assessed using the return syringe. A closer view of the catheter balloon is shown. The balloon again appears asymmetrical and does not present uniform inflation. The photo displays the inflation valve with the cap securely attached. The final image shows the product packaging, including the product label and identifying information. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed 100:0. Attempted to deflate balloon passively and only 7 ml could be withdrawn. Using the in house luer lock syringe, deflated balloon in 2 minutes and 19 seconds with no cuffing noted. The complaint is against the return syringe. Per CAPA 12474540, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test to place a foley catheter for urinary drainage and temperature management in the central surgical department, sterilized water could only be collected partially and had difficulty in draining water. Per notification from investigator on 30jan2026, it was reported that balloon was asymmetrical at 100:0 concentricity found during sample evaluation on (B)(6) 2025.